Event description:
Release of a 15 cm stent evolution w/o technical problem into an esophageal 12-12 cm tumor located a the cardia area. The doctor got used to evolution stent and released the stylet at the right time after the point of no return. Problem occurred during removal of the catheter from the stent wearer resulting tension of the stent which is found in position pharyngeal. The diameter of the tip of the catheter resulted in traction on the stent. The doctor retrieved the stent with his fingers and placed immediately another stent of 12cm smaller than the 1st (15cm) w/o problem, but it was too short. He placed another 10cm stent the next day ((B)(6) 2013). "The stent was removed by the physician with his fingers and another shorter stent was placed. On (B)(6) 2013 - pt suffered hematemesis. On (B)(6) 2013 - it was not possible for the passage of the standard gauge endoscope through the esophagus, however, a paediatric endoscope passed with a friction and 2 biopsies were carried out. It was confirmed that both implants were permeable. On (B)(6) 2013 - dilation of the ulcerated stenosis was moderately effective. On (B)(6) 2013 - the pt suffered chest pain. No perforation was confirmed. The physician has confirmed that the pt has a very aggressive tumour with very fast evolution."

Manufacturer narrative:
There was no evo-20-25-15-e device of lot c928167 in stock at the time of the investigation. A document based investigation was carried out as the device was not available for eval. Images were requested, but were not available. The customer complaint was confirmed on customer testimony. From the complaint info provided it was confirmed that the safety wire was released after the point of no return, as instructed to allow stent deployment. As per the instructions for use that accompanies this device." When stent point-of-no-return has been passed, pull safety wire out of delivery handle near wire guide port." A possible cause of this complaint is that the stent did not fully detach from the inner catheter on removal of safety wire preventing the stent from full deployment. The introduction system was then removed from the pt with the partially deployed stent attached. The stent most likely detached from the delivery system in the pharyngeal area due to the friction of removing the introduction system and partially deployed stent through the pt's anatomy. As the device was not returned for eval and the conditions of device usage cannot be replicated, it is not possible to conclusively state if this is the cause of this complaint. Prior to distribution, evolution devices are subjected to a visual inspection and function checks to ensure device integrity. A review of the mfg records for evo-20-25-15-e of lot c928167 did not reveal any discrepancies that could have contributed to this issue. Evolution devices are used to maintain patency of malignant oesophageal strictures and/or to seal transesophageal fistulas. The warnings section, warns the user as follows: "the stent is not intended to be removed and is considered a permanent implant. Attempts to remove stent after placement may cause damage to esophageal mucosa." In this occurrence the stent failed to fully deploy when the safety wire was removed and therefore the whole introduction system was removed with the partially deployed stent attached, until it deployed from the introduction system in the pharyngeal. The stent was removed by the physician with his fingers and another stent was placed. Since the procedure, the pt has suffered hematemesis and chest pain. The physician has confirmed that the pt has a very aggressive tumour with very fast evolution. No corrective action is warranted at this time. Complaints of this nature will continue to be monitored for potential emerging trends.